Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was being unpacked. According to the complainant, a crack was noted in the plastic packaging of the device. No damage was noted to the shipping box, however, the sterile barrier of the device appeared compromised. The device was not used for any patient or procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual analysis of the returned device revealed that one corner of the plastic tray was cracked and the lid on the tray was split, compromising the package sterility. Handling damage contributed to this event.

Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was being unpacked. According to the complainant, a crack was noted in the plastic packaging of the device. No damage was noted to the shipping box, however, the sterile barrier of the device appeared compromised. The device was not used for any patient or procedure.